Event description:
The customer contact reported an unrequested bolus dose. At an unspecified date and time, the device was programmed to deliver an unspecified medication in the pain management mode and the delivery was started. No specific programming parameters were provided. In 2008 between 1330 and 1345, the nurse noted the device delivered 7 ml without the patient pendent being pressed. It was reported that prior to the device being powered off, the device displayed indicated that 14 ml was delivered. After the device was powered back on, the device displayed indicated that 22 ml was delivered. The patient reported feeling light headed and reportedly drift to sleep. The patient was observed for 30 minutes. No medical intervention required. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the service center. A review of the pump history indicates in 2008 at 1729, the pump was programmed in the bolus only delivery in ml mode, with a 2.0 ml bolus dose, 5 minute bolus lockout, no dose limit selected, 80.0 ml container size, air alarm 2 ml and the infusion was started. Between 1758 and 2248, there were 21 patients initiated bolus delivers. At 0000, new date stamp of the next day occurred. Between 0024 and 0930, there was 18 patients initiated bolus deliveries. At 0930, the pump sounded almost empty alarm and infusion was stopped at 0942. At 0943, a new container was selected and infusion was started. Between 0943 and 1255, there were 7 patients initiated bolus deliveries. At 1311, infusion was stopped and at 1314 start alarm occurred. Between 1315 and 1339, the silence key was pressed 7 times. At 1341, infusion restarted. Between 1341 and 1432, there were 4 patients initiated bolus deliveries. Between 1457 and 1539, infusion was stopped and started 4 times, powered off and on, and alarmed for distal occlusion 2 times. At 1539, the pump was powered off. A review of the pump history indicates that the pump delivered as programmed.